Event description:
It was reported that the pump had a "premature eol" (end of life) alarm. The pump was explanted. The patient recovered without sequela. The medication being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump and the catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance.